Event description:
The bipap was tested prior to retrieving it for this patient. Vent would not shut off or move on with the test. It was taken out of service and sent to clinical engineering for eval.